Event description:
It was reported that there was an over infusion of pantoprazole in the emergency department. Protonix (50ml) was programmed on a primary tubing set to run at 10ml/hr, volume to be infused 45ml. The infusion was complete one hour earlier than expected. It was noted that the clinician also observed air in the patient's line, however the pump also did not alarm for air in line. There as patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of pantoprazole in the emergency department. Protonix (50ml) was programmed on a primary tubing set to run at 10ml/hr, volume to be infused 45ml. The infusion was complete one hour earlier than expected. It was noted that the clinician also observed air in the patient's line, however the pump also did not alarm for air in line. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of pantoprazole in the emergency department. Protonix (50ml) was programmed on a primary tubing set to run at 10ml/hr, volume to be infused 45ml. The infusion was complete one hour earlier than expected. It was noted that the clinician also observed air in the patient's line, however the pump also did not alarm for air in line. There was patient involvement but no harm.